Event description:
Patient reported obtaining a blood glucose result of "hi" (>600 mg/dl), while using the suspect device. Pt indicated that, based on this result, 50 units of lispro was administered. Approximately 40 minutes later, patient reportedly experienced a seizure. Pt's spouse did not retest blood glucose; rather pt was given a shot of glucogon based on her physiological state. Patient reported that, following the seizure, her blood glucose was measured using the suspect device, with back-to-back results of 134 mg/dl and 98 mg/dl. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.